Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center with a report of for repair. No additional information was provided. This does not indicate a reportable malfunction. However, during testing at the service center corrosion due to battery leakage from the disposable batteries was noted in the battery compartment of the device.